Manufacturer narrative:
(B)(4). Evaluation: the device was serviced on-site by a field service technician. This is an ancillary service event. The device was power on self-tested and the alarm log was reviewed. During visual inspection identified that the battery was cracked. The cause of the cracked battery was not determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a cracked battery. There was no patient involvement. No additional information is available.